Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed. The serial digital interface (sdi) 1 and sdi2 output channels were damaged due to print circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the lcd monitor had no image. And the sdi1 and sdi 2 output channels were damaged. The issue was found, when preparing the device for use in a diagnostic gastroscope procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.